Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during device insertion, the sheath 'kinked and started buckling'. It was reported that the sheath would not go into the site. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as occurred (B)(6) 2011) the customer reported the device was discarded and therefore a thorough analysis could not be performed. The lot number was not identified; therefore, a device history record review could not be performed. It was reported that the patient has a history of prior arteriotomy and presence of scar tissue which may have contributed to the reported event, but this cannot be confirmed. To help ensure this type of experience is not a result of a potential product related deficiency, 100% of devices are hydrophilic coated. Devices are then visually inspected (100%) to assure that the coating covers the entire surface. A sampling of finished devices is also tested to verify the functionality of the device.